Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an infection at the ipg site. In turn, the patient underwent surgical intervention wherein the entire scs system was explanted as a precaution.

Event description:
Follow up identified that the infection has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.